Manufacturer narrative:
Section b3: date of event: unknown, not provided, but the best estimate date is between (B)(6) 2021 and (B)(6) 2023. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It is reported that non preloaded multifocal intraocular lens was explanted from patient's eye due to dysphotopsia and unhappy distance vision. No further information was provided.

Manufacturer narrative:
Additional narrative: based on additional information received on 02/20/2024 , the lens was explanted due to the patient's difficulty driving at night and dysphotopsia (positive). The suspect iol was replaced with another johnson and johnson iol. There was no incision enlargement and no vitrectomy required. The following information have been added to reflect the new information: section d: d6a. If implanted, give date: (B)(6) 2023. D6b. If explanted, give date: (B)(6) 2023. Correction: based on the additional information received, the codes from the initial MDR of code 2140 - visual disturbances is no longer applicable. The following codes have been added to reflect the new information: section h6: health effect - clinical code: 1864 - flashers. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.